Manufacturer narrative:
(Conclusions) - the investigation found that the problem was caused by a defective circuit board (bh igc card). The problem was resolved after its replacement. Based on trending analysis, there is no exceptional replacement rate. There is no required field mandatory action.

Event description:
This x-ray system would not fluoro or cine. There were no displayed errors.